Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle broken during placement of another suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: loss of micro needle fragment in the patient's tissues that I must take care to remove and do not forget. Use of minimum 3 threads to make an overjet on the chest, therefore excessive consumption and prolonged intervention time loss of micro fragment of needle in the tissues of the patient that I must take care to remove and do not forget, you will find attached photos testifying to this incident, with a needle broken in the dermis of the patient during an overjet. Another time the fragment jumped on the field and we must find it.... There is no tissue damage. The needles sent are those of a single intervention. The reason of using more threads during surgery because needle broke. It was reported the use of minimum 3 threads to make an overjet on the chest, could you please provide more details about the reason of using more threads during surgery? - use of minimum 3 threads to overspray the chest, therefore excessive consumption and prolonged intervention time. Could you tell me if there was a prescription for steroids or antibiotics for the patient's were x-rays taken to locate the needle piece(s)? No x-rays were needed; they were always found searching well. In which tissue structure was the broken needle located? Dermis what is the surgeon's opinion of the potential consequences for the patient? What is the current status of the patient? For the moment there have been no immediate serious complications related to these incidents, but since they are daily, it is likely to happen (foreign body for life, recovery in the operating room for excision, local superinfection, death...) Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices demonstrated the alleged deficiency? What is the total number of procedures? Recovery? If yes, please provide medication name, route and dose. Did the needle fall into the patient? Was the needle piece(s) retrieved during the same procedure? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Does a fragment of the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was mcp4394h visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on november 3, 2025. The components were identified as product code mcp4394h. It was requested that hsa assess the fracture mode of the failure. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surface was examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These was ductile fractures.